Event description:
The tip of stryker revision driver draw rod broke off in screw during anterior cervical diskectomy. Screw removed with tip of driver in place. No foreign body retained in patient. No patient harm.